Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).

Manufacturer narrative:
On (B)(6) 2024 flowrate issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause not established specifically. Yearly preventive maintenance activities performed on this device.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is -3% and at post-rework it is 5%. No patient involved as this is observed during preventive maintenance.